Event description:
It is reported that the customer saw that the plastic packaging for the bd plastipak¿ luer-lok¿ syringe had a cloudy appearance. The following information was provided by the initial reporter: bd 10ml syringe plastic packaging had a cloudy appearance. Seeking advise from bd regarding if the cloudy appearance has any impact on the syringe and its sterility?

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. Sixty (60) representative samples with unopen package condition were received by our quality team for evaluation. The samples were subjected to visual inspection. The team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue. The team has engaged with the incoming quality department on this complaint and the supplier investigation has been issued to the perform an investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.